Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia around 300 mg/dl when running low on infusion supplies and requested assistance with changing supplies; an infusion set (inset 23" 6 mm) was placed and the cartridge was filled, with the supply change completed without issue and no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported injury and resolution after troubleshooting and education. Investigation included user coaching on supply replacement and confirmation of proper infusion set and cartridge change. Investigation of this case revealed no device malfunction and no component failure identified, with the event consistent with hyperglycemia of unclear cause possibly related to delayed supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.